Event description:
It was observed during the device inspection that subject device had the distal end cover broken, burnt and a water leakage. Additionally, there was an image blackout due to the charged coupled device (ccd) not good. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, it is likely due to external factors/handling applied physical stress to the plastic distal end cover, or a high-frequency treatment instrument used without keeping a sufficient distance from the distal end and issue with an electrical/electronic component. The root cause could not be identified. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.